Manufacturer narrative:
Method - cartridge lot number search. Results - a cartridge lot number search was performed and no similar complaint was found.

Event description:
The reporter stated the aq cartridge-fp was tearing aq three piece lenses upon insertion, the lenses felt tight advancing down the cartridge barrel. There was no patient injury.